Event description:
Primary IV running at 20cc/hr potassium via PICC chloride 20meq (50cc bag), connected via piggyback at 50cc/hr. Fifteen minutes later rn noticed that 75% of bag had infused but piggyback pca stated that only 10cc had infused. Infusion stopped, pump removed. Unable to verify if it infused into patient or back-up into primary bag.====================== health professional's impression======================no change to patient vitals or condition that were known.